Event description:
It was reported that a spectrum pump failed to deliver the programmed amount as an overinfusion of zosyn during a secondary infusion on a (B)(6) male patient. The pump was programmed to deliver zosyn ivpb over 4 hours." When nurse checked IV pump, the whole bag was infused but the pump was still programmed to run for more than 3 hours. The rate was set at 12.5 ml/hr and volume to be infused was 31.6ml even though the bag was empty". Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.